Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) prematurely. The device was explanted and replaced. The left ventricular (lv) lead exhibited low pacing impedance and high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.